Event description:
A healthcare worker complained of a burning sensation on the hands when trying to place the impinger plate back onto the vaporizer bowl. The plate had fallen down during the cycle. The worker rinsed the affected area with water and self medicated with neosporin. No medical attention was received and the worker's symptoms resolved within a few minutes. The customer was educated on wearing gloves when handling the plate after a completed cycle.